Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. During an external visual inspection the rear panel appeared to be pushed inward and physical damage to the power entry module. There was dried fluid within the cassette compartment. There were particulates within the cassette area and under the catch posts. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was initiated and passed. The cycler underwent and passed a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid within the recess of the bottom cover adjacent to the pump, fluid found within the hp2 filter, and damage to the top cover (top cover broken off mounting bracket - compressor side). The cause of the observed dried fluid and fluid could not be determined. Fluid in the hp2 filter is related to the reported air detected in cassette alarm. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the cycler's cassette compartment when removing the cassette from the cycler after cancelling pd treatment. The patient cancelled treatment due to the air detected in cassette alarm during an unknown cycle's drain phase. The patient reported the fluid leak three days after the date of the event and she indicated they continued to receive the alarm for three days after the alarm. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. It was reported that there was fluid within the cycler. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the customer. It was reported that an alternate treatment option was available. Upon follow up, the patient clarified that they didn¿t call technical support after observing the leak but their pdrn advised them to clean the cassette compartment and re-setup supplies. The patient reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient was having drain issues with capd and was advised by their pdrn to use heparin which has since then resolved the patient's draining issues. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available to return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.